Event description:
It was noted upon review of a patient's programming history that a partial programming event occurred at a follow-up appointment and was not corrected prior the patient leaving the physician's office. The patient was seen at a later date and the settings were corrected.

Manufacturer narrative:
Analysis of programming history.